Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had their device reprogrammed so that when they sit up and sat down it would adjust itself. The patient confirmed having adaptive stimulation turned on, but they turned it off meaning that they had to take the program off and program it as normal as it didn't work. The patient further explain that they had been having an awful pain when walking. The patient stated that they were told to try out their new programs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.